Manufacturer narrative:
(B)(4). Product has been returned and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. The sterile package was unsealed. No adverse events have been reported as a result of the malfunction

Event description:
It was reported that foreign substances were inside of the sterile packages. The sterile package was unsealed. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This follow-up report is being submitted to relay that this event has been reported under 0001825034-2018-09670. Zimmer biomet reference number (B)(4). This MDR will be voided.